Event description:
The cable connecting the bovie machine to the rectoscope appeared to have separated into two pieces after staff "heard a popping sound a saw a 1/2 inch flame surrounding the cable connection to the bovie". The bovie and the cable were sequestered. There was no allegation of harm.